Event description:
3fr PICC placed by outside agency within the hospital. PICC line placed in left basilic. Catheter length 60cm, internal length 58cm. PICC line flushed before and after placement stylet unable to be removed. 1st attempt unsuccessful for threading. 2nd attempt basilic with flushing advanced to desired length. PICC pulled back 7cm per radiologist recommendation and unable to remove wire. Flushed ns 40-50cc, heparin 50 cc. Pt brought to fluoroscopy to check placement and to visualize attempt to remove. Pt was sent to intervetnional radiology after unsuccessful attempts to remove wire. PICC was pulled.